Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-03-10 h6: investigation summary one used sample was returned by the customer. It was observed that the male luer had cracks around the entire component. A device history record review could not be performed because a model or lot number was not provided by the customer. The root cause of the component damage was determined to be excessive force applied to the male luer during use, causing cracks to form. See h10.

Event description:
It was reported that the unspecified bd quadfuse extension set experienced damage/deformation/cracking. The following information was provided by the initial reporter: material no: unknown batch no: unknown broken quadfuse.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd quadfuse extension set experienced damage/deformation/cracking. The following information was provided by the initial reporter: material no: unknown. Batch no: unknown. Broken quadfuse.